Event description:
Caller reported a cgm sensor error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset and provided complete instructions, ensuring the caller successfully started their sensor session.